Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading a cartridge with approximately 100 units of insulin. Reportedly, it was possible that the customer under filled the cartridge. The customer stated that the insulin was not room temperature. The customer successfully added insulin onto the cartridge and completed the load. The customer's blood glucose (bg) level was not impacted.